Manufacturer narrative:
Result: fowler clutch. Siderail panel.

Event description:
It was reported by service report that the fowler would not stay up. It was further reported, there was a cracked siderail panel. No patient involvement or adverse consequences are reported.